Event description:
A distributor reported that a customer experienced a broken and unresponsive touchscreen on their insulin pump, which resulted in a black screen. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.